Manufacturer narrative:
Product analysis: analysis confirmed that the stylus and cursor did not align on the screen. It was also confirmed that the rear power cord bay was broken. It was also noted that the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch pen was unable to calibrate. It was also reported that the back door needed to be fixed. The programmer has been returned for service. No patient complications have been reported as a result of this event.